Event description:
The surgical team smelled gas and more air was injected into the balloon of nim ett. Unable to ventilate general anesthetized pt and had to do extubation. New intubation with tracheotomy performed in the interim as they were doing a thyroidectomy at the time. This was the fastest method for ventilation of pt at the time.